Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) was repositioned due to small waves. After repositioning the device was not able to be interrogated. The device was removed and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.